Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t-wave oversensing on the stored electrograms. The oversensing was noted on stored electrograms. The device was reprogrammed.